Event description:
Sorin group received a report that the s3 roller pump stopped during a procedure. There was no report of patient injury.

Manufacturer narrative:
(B)(4) manufactures the s3 roller pump. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the cardioplegia pump stopped during a procedure. The pump was changed out and the case continued without issue. The pump started working but the facility requested that the pump be checked. The service representative could not reproduce the problem. The potentiometer, boards and connections were checked. No problems found. The pump worked properly and was returned to service. No report of re-occurrence has been received. No further action is required. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufacturers the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 roller pump stopped during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.